Event description:
End user was ambulating with rollator. Handle apparently broke and he fell.

Manufacturer narrative:
The end user was recovering from injuries sustained in an automobile accident and was non weightbearing on his right leg. It was reported that the right handle of the rollator broke when he was walking and he fell. He saw a physician, who identified some separation of the pins in his ankle, but did not recommend any change in his plan of treatment. The sample has not been returned for eval. No photos have been provided. The end user was using this device without the knowledge, recommendation or instruction from his physical therapist. His physical therapist had instructed him on the use of a wheeled walker rather than a rollator. The end user stated he would hop on one foot while using the device. This action would have resulted in an external force repeatedly being exerted on the handle of the device. A root cause has not been determined. Should the sample be provided or additional info be made available at a later date, it will be evaluated.